Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be removed from the nozzle; therefore, the material could not be identified. The customer confirmed that they follow olympus instructions for use (IFU) to reprocess the device. The reported issue (no air/water supply) was confirmed and found to be due to the clogged nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the user's reprocessing was appropriate and that the foreign matter could not have been removed, even after proper reprocessing. Hence, a root cause could not be determined. In addition, service found there was a pinhole in switch button #1. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, there was an air/water problem. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material clogging the nozzle. This report is being submitted for the foreign material.